Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing syncope. Upon interrogation, the right ventricular lead exhibited noise reversion episodes, over sensing and was noted to be fractured. The lead was capped and replaced on (B)(6) 2015. The patient was noted to be doing well after the procedure.